Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (35-70 mg/dl). To address the low bg, juice was consumed and the customer's healthcare provider adjusted the basal rate. The customer thought that the low bg was due to a slow digestion and stress from gastrointestinal issues.